Event description:
It was reported that the patient was admitted for hv therapy. Noise on atrial and ventricular leads were observed when patient shrugged shoulders and was getting up from their chair. The lead remains implanted at this time.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes oversensing was observed. The lead was capped and replaced.